Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. It was also noted that the right ventricular (rv) lead exhibited intermittent undersensing and diminished sensing. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.